Event description:
On 04/05/2024, it was reported by a sales representative via (B)(4) that a lag screw capturing rod (5033-100) and a lag screw capturing rod nut (5046-100) were broken. The tip of the rod was broken off within the nut and was unusable. This must have happened in a previous case. However, during the case, the screw capturing rod, long for the straight handle (0477-000) broke while the surgeon was using it. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was determined that the rod of the lag screw was broken off. No broken parts were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion